Event description:
Device malfunction: partially deployed stent. Time of device malfunction: during preparation. Symptoms/ae: none. It was reported that during prep when the package was opened, the stent was found to be partially deployed at the distal end of the catheter. There was no pt involvement. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device information. The device was received. Investigation is not completed.